Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. Needles not deployed prior to plunger removal can be influenced by numerous factors including, but not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the device needle is checked and a sampling of finished devices is destructively tested to verify the functionality of the device. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. The patient reportedly had no calcification, but had a history of arteriotomy in the target groin. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall may cause a cuff miss. It was reported that the user removed the plunger before the needles were deployed. The proglide instructions for use (IFU) instructs the user to deploy needles by pushing on the plunger assembly while maintaining device position, until the collar of the plunger makes contact with the proximal end of the body. A conclusive cause for the reported needles not deployed, could not be determined. However, it was reported that the needles were not deployed prior to pulling the plunger out. Therefore, the likely cause for the reported event is deviation from the IFU. Review of the device history record and a query of the complaint handling database could not be reviewed because the device lot number was not reported. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a abdominal aortic aneurysm procedure in the right common femoral artery. Reportedly, the foot was deployed and then the needles were disengaged and the plunger was removed before the needles were deployed. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.